Event description:
After stapling several times, all the remaining staples fell out of the stapler. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73m1900182 was manufactured on 12/10/2019 a total of (B)(4) pieces. Lot was released on 12/19/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the trigger was partially engaged. The bottom and rail were detached from the cover block. The rail was returned along with 4 loose, unformed staples. It appears that the bottom was not properly welded onto the cover block, which allowed the rail, pusher and staples to fall out of the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue. Functional inspection could not be performed due to the condition of the returned sample. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue. The reported complaint of "detached - staple feed assembly" was confirmed based on the returned sample. The stapler was returned with the bottom and rail detached from the cover block. The rail was returned along with 4 loose, unformed staples. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
After stapling several times, all the remaining staples fell out of the stapler. Therefore, a new unit was used instead.